Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cursor on control monitor (ccm) was not identical with contact point. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00483. The device was previously repaired at the manufacturer's subsidiary, refer to MDR #1828100-2015-00483.